Manufacturer narrative:
The device has not been returned for analysis. Requests to retrieve further information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device had reached elective replacement indicator (eri). It was alleged the device had reached eri prematurely. No adverse patient effects were reported.

Manufacturer narrative:
A replacement procedure was scheduled. This report will be updated once additional information becomes available.